Event description:
Pt reported losing consciousness, four hours after taking a blood glucose test (value not provided), using the suspect device. Pt's family member phoned emergency medical services, and upon their arrival, pt's blood glucose measured 24 mg/dl (using paramedics' monitor). Pt indicated that pt does not know what treatment was provided. Pt was transported to the hosp for additional treatment. At the time of the event, pt was testing with expired strips. No controls had been run on the system. A request was made for the return of the suspect device and replacement product was shipped.